Event description:
It was reported that during a lap cholecystectomy, the device started firing clips at will. Also, there was a small piece of metal protruding from the side of the jaws. Used a reusable large ligaclip applier to complete the procedure. Retrieved all loose clips. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.